Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was removed but not returned.

Event description:
It was reported to nevro that a few days after implant, the patient experienced leakage of the cerebral spinal fluid, muscle spasms, and incontinence. The patient was hospitalized and a blood patch was administered. The muscle spasms continued even with the device turned off. The device was removed and the patient is recovering in the hospital.